Manufacturer narrative:
Device evaluated by MFR: the rotalink plus device was returned with the rotawire protruding from the advancer and burr when received. The rotawire was able to be removed from the advancer but could not be removed from the burr catheter. A visual examination of the complaint unit was carried out and it was noted that the fibre optic cable and air house were cut. The burr unit and the advancer unit were returned connected together. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was noted to be damaged/misshapen. The burr was inspected and no issue was noted with the exposed brass on the plated back half. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04304. It was reported that a burr became stuck on wire. A peripheral rotalink® plus and peripheral rotawire¿ was selected for an atherectomy treatment. During the procedure, the burr became stuck on the wire. No patient complications were reported.

Manufacturer narrative:
Bsc ID: (B)(4).

Event description:
Same case as 2134265-2016-04304. It was reported that a burr became stuck on wire. A peripheral rotalink plus and peripheral rotawire was selected for an atherectomy treatment. During the procedure, the burr became stuck on the wire. No patient complications were reported.